Event description:
It was reported that a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap generated a chemo drug leaked from the spiros. There was no physical damage noted on the device. The device was used for an unknown chemo. The event occurred during infusion. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.